Manufacturer narrative:
Product problem, corrected data: initial report inadvertently did not check the "x" option. Describe event or problem, corrected data: initial report inadvertently left out information. Event problem cds, device code, corrected data: initial report inadvertently left out "1209". Type of reportable event, corrected data: initial report inadvertently selected "serious injury" instead of "malfunction (see guidelines)".

Event description:
It was reported that the patient's vns indicated that it was delivering a low output current when diagnostics were ran despite the impedance values being within normal limits. There was no low output status message when the vns output current was lowered. A generator reset was performed but did not resolve the issue. It is expected that the device would be able to deliver that programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage.

Event description:
It was reported that patient experienced an increase in seizure length and frequency. It was stated that the increase in seizure frequency was not above the pre-vns baseline, but no assessment on the cause of the increase in seizure duration was provided. It was stated that the patient's vns battery was not close to being depleted and the impedance values were within normal limits. It was stated that replacement of the device was likely. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
After applying ohms law , it is expected that the device would be able to deliver that programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage. However, when the pulse width was reduced to 250 s, the device was reported as able to deliver the programmed output current with the same impedance value.

Event description:
The patient underwent vns generator replacement surgery. During product return attempts, it was revealed that the explanted product was discarded after the surgery.